Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079812. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079500. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079072. UDI: (B)(4).

Event description:
It was reported that patient experienced discomfort and no longer need the stimulator for the leg pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and nothing will be return as it was disposed at the facility.